Event description:
It was reported that during surgery, the surgeon could not get the lead pin secured into the generator header. It was reported that once the lead pin was inserted the surgeon was unable to tighten the setscrew. It was reported that the resistance pin was inserted and the surgeon still could not get the setscrew to tighten. A new generator was retrieved and was used with no difficulties. It was reported that the surgeon used the hex screwdriver inserted at a slight angle rather than straight. Further follow-up revealed that the surgeon placed the screwdriver in position and turned it when the screw clicked once. The surgeon lost his grip and hurriedly trued to reposition and turn the screwdriver again, but it seemed to be at an angle. It was reported that when the surgeon tried to turn the screwdriver, it had lost its grip and began to spin. The generator was returned to manufacturer for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.